Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with all available information, boston scientific corporation could not confirm the reported event of stent failure to deploy. The cause of the event is unknown. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis as it was retained by the customer; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was noted that the device exceeded the period of time/date recommended by the manufacturer for storing the device without a degradation in quality. The IFU cited, "handling, storage, cleaning and sterilization of this instrument as well as other factors relating to the patient, diagnosis, treatment, surgical procedures and other matters beyond bsc's control directly affect the instrument and the results obtained from its use." Risk review: a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the axios stent first flange did not deploy. The device was removed, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the complaint axios stent became expired on (B)(6) 2023 but was attempted to be implanted on (B)(6) 2023. There were no patient complications reported as a result of this event. Users are strongly advised by the IFU not to use a stent past the expiration date on the package insert. However, the devices are tested beyond the expiration date on the package and per medical safety; the additional reasonably expected risk of the use of this expired product is minimal.